Event description:
It was reported that battery deplete. There was no reported impact to customer¿s blood glucose level. Customer declined troubleshooting and did not request call from technical support, and case was documented and closed with no further action taken.